Event description:
An event occurred with the ibgstar system where indirect harm occurred because the pt injected a higher insulin dose and went into hypoglycemia based on readings on the ibgstar which were presumed to be too high. Customer did not seek medical treatment.

Manufacturer narrative:
Ibgstar meter sn: (B)(4) and test strips lot# ia22wh81g, expir 02/2013 (range 5.7 - 8.7 mmol/l) were rested on (B)(6) 2012. Results: 7.7 mmol/l, 7.4 mmol/l, 7.3 mmol/l. The complaint could not be confirmed. The function test had shown that the ibgstar meter worked properly and met specifications.